Event description:
Acute rapidly worsening eye infection requiring multiple in-office evaluations and multiple prescriptions. Likely due to use of nutrifill eye solution. This is a scleral shield filling product.